Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm with a cascading system error 2367 alarm on the homechoice (hc) in dwell 4 of 5 during peritoneal dialysis (pd) therapy while connected to the hc device with a 4-prong automated pd set with cassette. The hp had disconnected herself during pd therapy and did not put a flexicap on the patient line. Instead, the hp used the packaging from a used minicap as a tent over the patient line. The hp reconnected to the patient line prior to the alarm. A technical service representative (tsr) reviewed proper procedures per user manual with the patient and instructed the patient to use a flexicap for emergency disconnections during therapy. The tsr also advised the patient to contact the pd nurse regarding the alarm. The tsr assisted the patient to end therapy and complete therapy using new manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the alarm was use error, as the patient did not use a flexicap on the patient line when disconnecting during pd therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. If additional relevant information is obtained, then a follow-up MDR will be submitted.